Manufacturer narrative:
(B)(4). One (1) cartridge of 001200, horizon ti small 6/cart 180/box was received from lot number 73k1400609 in original, opened with original packaging. Upon visual inspection, it was noted that one clip was received placed in slot (clip in good condition), 5 missing clips from the cartridge. The complaint defect of clips broke was not confirmed. Functional inspection: the horizon clip was loaded into the clip applier p/n 137081, batch # 06j1032536 properly/correctly into the clip applier, no quality issues were found. Failure mode clips broke reported by the customer was not able to be duplicated with sample available. Samples received did not confirm the defect reported by the customer clips broke during visual inspection. In addition, a functional inspection was performed with the clip received, the device worked properly. Therefore, a corrective action is not required at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: the clips broke at the v part of the clip during closing with the applier. The broken parts were removed from the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product horizon ti small 6/cart 180/box, lot number 73k1400609 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips broke at the v part of the clip during closing with the applier. The broken parts were removed from the patient. The patient's condition was reported as fine.